Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisting the caller with the process, and the malfunction code did not recur afterwards. The customer was advised to continue using the pump and to contact support if the issue reappeared.